Manufacturer narrative:
(B)(4).

Event description:
It was reported that an x-ray image revealed that the atrial lead had become dislodged. It was noted that the patient experienced muscle stimulation. The lead was explanted and replaced. There were no adverse consequences to the patient. The patient was in good condition post procedure.